Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the final investigation. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-9 colony forming units (cfus) of stenotrophomonas maltophilia. The device was retested on june 12, 2026, and it tested positive for 1-9 cfus of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.